Manufacturer narrative:
(B)(4).

Event description:
It was reported the medical staff experienced persistence alarms on the intra-aortic balloon pump (iabp). The rn called the clinical support specialist (css) to help troubleshoot the alarms. The rn reviewed strips with the css and there were system error 3 alarms on the strips. As a result, the clinical recommend swapping out the pump for another. The iabp was successfully swapped out. The patient continued to be supported on the second pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 3 alarm" is not able to be confirmed. The pump was checked by the biomed and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the medical staff experienced persistence alarms on the intra-aortic balloon pump (iabp). The rn called the clinical support specialist (css) to help troubleshoot the alarms. The rn reviewed strips with the css and there were system error 3 alarms on the strips. As a result, the clinical recommend swapping out the pump for another. The iabp was successfully swapped out. The patient continued to be supported on the second pump. There was no report of patient complication or serious injury and death.